Event description:
It was reported that the dependent patient presented for a device changeout. During procedure, electrocautery was used and the pulse generator exhibited loss of output. The patient experienced asystole. 20 seconds later, the device resumed pacing. The device was reprogrammed to prevent any more loss of output. The device exhibited loss of output again. Cautery was no longer used. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).